Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The needle release button was returned in the depressed position.

Manufacturer narrative:
10/31/2019 upon review for final closure, the call was reviewed and it has been determined that the patient did not accidently hit the needle button as originally reported.

Event description:
Patient reported that the needle button released prior to the completion of the 24-hour period. The patient stated she was not aware to have rubbed against the needle release button. . The patient stated the device was worn for 17 hours.